Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking tests. No leaks, air bubbles or occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of problems with infusion sets and reservoirs and was hospitalized. Customer's blood glucose was 60 mg/dl to 217 mg/dl at the time of incident and treated with a pen. Troubleshooting advised customer to change out the entire set and treat per their doctor's instruction.